Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider (hcp) suspected that there was loss of capture on this patient's right ventricular (rv) and left ventricular (lv) leads. The suspected loss of capture was also exhibited on the rv shock channel. Technical services provided troubleshooting advice. Chest x-ray and device interrogation confirmed rv and lv lead dislodgement. The following day, surgical intervention was taken to reposition both rv and lv leads. The leads were successfully repositioned. No additional adverse patient effects were reported.